Manufacturer narrative:
Based on the information provided, it is not known what role, if any, the lava ultimate restorative played in the reported outcome. Other factors, such as prior tooth history, may have contributed to the need for root canal treatment.

Event description:
On (B)(6) 2016, a dental professional reported a case of a (B)(6) male patient who required root canal therapy on tooth #29. This tooth received a lava ultimate cad/cam restorative for cerec onlay on (B)(6) 2014, because recurrent decay had occurred beneath an amalgam restoration. On (B)(6) 2015, the onlay debonded and was remade; on (B)(6) 2016, the onlay again debonded and was remade with an alternate dental material. On (B)(6) 2016, the patient required root canal therapy.